Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, 40mm in length, eccentric, de novo target lesion was located in the non tortuous, mildly calcified and 2.75-3.5mm in diameter left main coronary artery to left anterior descending artery. The lesion contained <=45 degrees bend. Predilation was performed using a 3.0x15mm apex balloon catheter with a residual stenosis of 70%. Then a 24x3.00mm promus premier stent was selected however during procedure while inside the patient's body, it was noted that the stent was fractured. The procedure was completed by implantation of a 2.5x16mm, 2.5x20mm, 2.75x16mm, 3.0x24mm and a 3.5x12mm stents. No patient complications were reported and the patient's status was stable.